Manufacturer narrative:
This report is submitted on march 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient developed an infection and subsequently the device was explanted (date not reported). Additional information has been requested; however, this has not been made available as of the date of this report.